Manufacturer narrative:
The complaint is confirmed. The reported device was not returned for investigation. Pictures were not provided for evaluation. However, per the event description is concluded that the most likely cause(s) of this type of event include using the device without the use of irrigation to provide cooling; the plastic cam mechanism responsible for the actuation of the device might have heated up and deformed due to the heat. Therefore, the probable root cause is attributed to misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the reported device was inserted into the shave and it did not start turning. The handpiece became hot and when the surgeon pulled the rasp out of the handpiece it crumbled in multiple parts. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 25-nov-2021 update: further information was provided that the rasp crumbled after the device was pulled out of the patient.